Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
As reported: "procedure: left hip revision arthroplasty. Pre-op diagnosis: mechanical loosening of internal left hip prosthetic joint, initial encounter. Loose cup per surgeon. No further information available per hospital". A 52mm trident shell, 2 screws, mdm/ adm liner construct and 28+0 head were revised.

Manufacturer narrative:
An event regarding loosening involving a unknown trident shell was reported. The event was confirmed by medical review. Method & results: product evaluation and results: the reported device was not returned however photographs were provided for review. The photographs note the following: the shell is shown with the mdm liner still in place and the 2 screw protruding through the screw holes. One screw appears to be fractured. There is significant biological material on the outer surface of the device and some bone in-growth is shown. Medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: x-ray confirms loosening of shell, need additional information; primary and revision operative reports, clinical and past medical history, additional serial dated x-rays and examination of explanted components. Product history review: not performed as the device lot details were not provided. Complaint history review: not performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as primary and revision operative reports, clinical and past medical history, additional serial dated x-rays and examination of explanted components are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported: "procedure: left hip revision arthroplasty. Pre-op diagnosis: mechanical loosening of internal left hip prosthetic joint, initial encounter. Loose cup per surgeon. No further information available per hospital". A 52mm trident shell, 2 screws, mdm/ adm liner construct and 28+0 head were revised.